Event description:
Surgeon reported that he removed a anchorage plate on friday (B)(6)2019. On removal he noticed what appeared to darkened tissue around the plate and screw interface.

Manufacturer narrative:
The reported event could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A medical opinion was provided by internal medical expert: "the literature talks about the varying corrosive effects of anodized titanium, relating to the thickness and color of the anodized layers. At a fracture site, wolff¿s law is occurring with a generation of an electrical current, although very slight, the current occurs within the solutions around the plate and soft-tissue and will corrode to metal surface. It is the interaction of an inorganic material in titanium plates, and soft tissue and he degree of roughness of the implant surface, the methods utilized in achieving the surface topography, and the chemistry of implant materials (titanium), are some of the factors that may affect the soft tissue response of the plate to the adjacent soft tissue and create the grayish color. There has been no risk reported with this corrosive action." [Original statement] if any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Surgeon reported that he removed a anchorage plate on (B)(6) 2019. On removal he noticed what appeared to darkened tissue around the plate and screw interface.